Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('per mr: embedded within the myometrium at the right cornua region') in a 40-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and breast cancer. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and genital pain ("genitalia pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, posterior repair and mccall's culdoplasty). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain lower, bladder disorder, urinary tract disorder and genital pain outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, genital pain and urinary tract disorder to be related to essure. The reporter commented: the right ostia had 3 visible coils and the left ostia had 3 visible coils noted, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she confirmed that my tubes were blocked, the essure coils are in good position bilaterally with no evidence of migration. Uterine cornua are well opacified.. Batch no 871972. Manufacture date: 2011-06 expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('per mr: embedded within the myometrium at the right cornua region') in a 40-year-old female patient who had essure (batch no. 871972) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid and breast cancer. On (B)(6) 2012, the patient had essure inserted. In (B)(6) of 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and genital pain ("genitalia pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, posterior repair and mccall's culdoplasty). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain lower, bladder disorder, urinary tract disorder and genital pain outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, genital pain and urinary tract disorder to be related to essure. The reporter commented: the right ostia had 3 visible coils and the left ostia had 3 visible coils noted, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she confirmed that my tubes were blocked, the essure coils are in good position bilaterally with no evidence of migration. Uterine cornua are well opacified. Most recent follow-up information incorporated above includes: on (B)(6) 2020 pfs received- lot number was added. Medical history was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('per mr: embedded within the myometrium at the right cornua region') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) ") and dyspareunia ("dyspareunia (painful sexual intercourse) / pain during intercourse"). On (B)(6) 2015, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"), 3 years 5 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdomen pain") and genital pain ("genitalia pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingectomy, posterior repair and mccall's culdoplasty). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, abdominal pain lower, bladder disorder, urinary tract disorder and genital pain outcome was unknown and the dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain lower, bladder disorder, dysmenorrhoea, dyspareunia, embedded device, genital pain and urinary tract disorder to be related to essure. The reporter commented: the right ostia had 3 visible coils and the left ostia had 3 visible coils noted, patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: she confirmed that my tubes were blocked, the essure coils are in good position bilaterally with no evidence of migration. Uterine cornua are well opacified. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received. The case was upgraded to incident. Events per pfs: bladder or urinary problems or changes, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain lower, genital pain. Event per mr: embedded within the myometrium at the right cornua region. Essure insertion and removal date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.